Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was removed due to infection and device erosion. It was further reported that the superior vena cava (svc) coil exhibited high and varying lead impedance and a svc coil fracture was suspected. Varying impedance was also observed in the rv coil of the right ventricular (rv) lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg ICD, implanted: (B)(6) 2008. (B)(4).